Manufacturer narrative:
The investigation is still in progess. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test. Per the consumer, the first test that was taken at a facility (type of test not provided). No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updates fields: d1, d2, d3, g1, g3, and g4.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 155667 with internal positive quality control samples and negative quality control swabs.all test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 155667, test base part number 195-430h / lot 140537.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 155667 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however,it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.